Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen to enter the transmitter ID into the pump. There was no adverse impact to customer¿s blood glucose level due to the reported issue. Reportedly, during troubleshooting with tandem technical support the customer able to successfully enter in the transmitter ID.